Event description:
The impacting ring and impaction handle was assembled. The shell was started on the impacting ring and it bound to the impacting ring. The impacting ring was removed from the shell. Another impacting ring was used, but the same shell bound to the new impacting ring. A new 54mm shell was opened and it fit on both the first and second impacting ring. The problems with the impacting ring and shell did not cause a significant delay in the procedure. The surgery was completed successfully. There was no direct medical intervention since all trials of the impacting ring took place prior to inserting the shell into the pt.

Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all acetabular shells released to the field of lot number 092015 (58 acetabular shells mfg and 33 sent to medacta USA) conform to the specification valid at the time of MFR. Device has been returned and an investigation into the root cause and possible corrective action is in progress, but not complete at this time.